Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer confirmed that there were no issue with the station; the fridge handle was loose and required the site's maintenance to fix it. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system srmc 1 fridge remote manager failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.